Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box history showed that there was an unconfirmed low battery alarm on (B)(6) 2011 at 3:25 pm associated with a low voltage. Rebooting followed a replace battery alarm at 5:26 pm due to a depleted battery. No damage was found to the battery compartment; the battery cap was tested and no connection defects were found. The pump powered on normally. The pump electrical current draws were tested and no defects were found. The pump was exercised for 24 hours without alarms or power issues. The pump was opened and no damage was found to the power circuit.

Event description:
The patient reported that she awoke the morning of (B)(6) 2011 and found the pump did not have power. She stated that she received a low battery warning the evening of (B)(6) 2011, but the battery life symbol was still showing adequate battery power. The patient noted that the battery cap was tight when she changed the battery and that there was still no power to the pump upon changing the battery. She stated that she did swim with the pump approximately (B)(6) to the incident, and the pump has been functioning appropriately. The patient noted that there was no corrosion in the battery compartment, and no structural damage to the battery cap or the battery compartment. There was no patient impact reported. This complaint is being reported because of alleged power loss with no visible damage to the pump.